Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Other device used: catalog #434028053, metasul insert apr 53/28, lot #1312222. Shell and liner had been returned for evaluation. The liner appeared to be discolored and showed signs of oxidation on the backside of the liner. The shell appeared to have damage to the inner-shell from the liner extraction process. The backside of shell had some tissue like material within the pores of the shell. The device history records for both devices have been reviewed and did not identify any anomalies or nonconformance with these devices. This device has been in vivo for approximately 16 years, 5 months. These devices are used in the treatment of the patient. This is the only complaint for the part lot combination for these devices. The oxidation noted in review may have contributed to the loosening of the shell as the shell does not have screw hole plugs. With the information provided, a definitive root cause for the loosening of the shell after 16 years in vivo cannot be determined.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.